Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4. Expiration date, h4. Device manufacture date. H3 investigation summary: complaint sample: complaint sample not received for investigation. Retain sample: five retain samples of incident code nw5000, lot: v1007 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull test was performed over five retain samples to check the behavior of the needle material. The average needle pull value of the retain sample was found to be 12.41 n and value at the time of finished good release was found to be 11.81 n which meets the in-house average needle pull requirement i.e., nlt 4.41 n. All the individual as well as average needle pull off values of retain sample were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw5000, lot: v1007. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: e2 health professional? H6. Type of investigation.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2022 and suture was used. During the procedure, the suture detached at swage end. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.